Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04-jun-2026, it was reported by an arthrex subsidiary employee via email that an ar-4020p-09 fastthread peek interference screw with disposable sheath malfunctioned. Initially, suspension fixation (btb) with an interference screw was selected; however, during system adjustment, the screw sheared through the bone block and fractured, prompting a change to a screw-screw technique using peek screws. An ar-4020p-09 fastthread peek interference screw was then opened; upon insertion into the joint and under arthroscopic visualization, the tip was noted to be broken and the head showed signs of wear. The device was not used, and another ar-4020p-09 fastthread peek interference screw was used to complete the case. Fixation was subsequently completed in both the femur and tibia. No additional anesthesia was administered. This was discovered during a primary acl reconstruction using an hth technique procedure on (B)(6) 2026.